Event description:
It was reported, the patient developed a stinging pain in her back two days after being reprogrammed. It was noted, the area appears inflamed. The patient's physician indicated the area was swollen near the lead incision. A cat scan was ordered. The patient was treated with pain medication. Follow up info identified the cat scan results were normal. Add'l follow up indicated the site is no longer swollen and lead impedances were normal. X-rays were ordered. The patient has the same stimulation coverage. However, certain contacts will elicit a sharp pain in patient's back.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.